Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center irs, reason for repair low o2/yellow light/unit alarms not functional/error code. The key failure is the pilot valve is not switching, which addresses all reasons for repair except the unit alarms not functional. Additional malfunction identified on the irs as a defective power switch (aka on/off switch) is directly related to the reason for repair unit alarms not functional.&#2068;he power switch non-functioning alarm issue is a reportable event which is the basis of this FDA report.